Event description:
The account alleged that the bed siderail is not locking properly.

Manufacturer narrative:
The technician found the slide bracket was bent. He replaced the slide bracket to repair the bed.